Event description:
A consumer reported that following use of this product, he experienced a burning sensation and "could barely see at all." He also noted, upon use, the product was discolored and not as liquefied as it should have been. Because it burned his eyes for a few days, he went to the hospital where "eye tests" were performed and was given a prescription for antibiotic and anti-inflammatory eye drops. The burning resolved within a few days. Additional information has been requested.

Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. Product history records could not be reviewed because the reporter did not provide a lot number or any identification traceable to the manufacturing documentation. Additional information was requested on 02/13/2012 by phone and mail. A completed questionnaire has not been received. (B)(4).